Event description:
It was reported that an ilet user experienced a ¿dosing stopped¿ message after the glucose sensor had fallen off two days prior, and the freestyle libre 3 plus was not showing readings until the sensor was rescanned, after which the pump resumed displaying glucose with a value of 183 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact beyond temporary interruption of automated dosing. Investigation included troubleshooting and user education, with successful sensor rescan and restoration of glucose data to the pump. Investigation of this case revealed that pairing/readout failure was resolved through rescanning the sensor. It was concluded that the event resolved with guidance and did not result in injury.